Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 427 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 333 mg/dl. Customer reported that the insulin pump had blood glucose and sensor glucose level but, insulin pump did not suspend the insulin delivery. Customer declined to review the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about weight has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer's weight has been changed to (B)(6).